Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection called cellulitis. The site was swollen. For treatment, the patient was prescribed keflex at 500 mg for 10 days. The pod was worn on the arm.